Event description:
It was reported that the cartridge was damaged. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. There was no adverse impact to the customer's blood glucose level.